Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. Customer reloaded the cartridge and resumed insulin to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.